Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The podj stretch resistance wire (sr wire) was fractured and the embolization coil was detached from its pusher assembly. The proximal constraint sphere and pull wire were inside the distal detachment tip (ddt). There was no visible damage to the introducer sheath. Conclusions: evaluation of the returned podj revealed the sr wire was fractured and the embolization coil was detached from its pusher assembly. If the podj is forcefully retracted against resistance, damage such as a sr wire may occur. This will result in the embolization coil detaching from its pusher assembly. No other devices associated with the complaint was returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, while attempting to advance the third podj into a non-penumbra microcatheter, the podj started taking shape inside the rotating hemostasis valve (rhv) that was attached to the microcatheter. Therefore, the physician decided to retract the podj into its introducer sheath in order to reposition it and experienced resistance while retracting. During retraction, resistance was encounter and subsequently, the podj detached from its pusher assembly inside the rvh; therefore, the podj was not used. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.